Event description:
Healthcare professional reported "breast pain, especially when lying down, with a feeling of pressure and local discomfort. Notices difficulty moving the arm, mainly in certain movements, which intensify the pain. Also reports more pronounced discomfort during body movement, with a feeling of heaviness and pressure in the breast. At times, the pain becomes more intense, especially when exerting oneself or changing position." Healthcare professional later reported capsular contracture, baker grade IV. This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.